Event description:
The customer reported a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension vista system. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. Quality controls (qcs) and calibrations recovered within ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the sample 1 (s1) mixer, performed alignments and ran service methods, which recovered within ranges. Siemens further evaluated the event and concluded that mixer related issues potentially contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.